Event description:
On (B)(6) 2018, it was reported that during a patient's hemodialysis (hd) treatment, the venous line of the combiset became separated from the arterial lumen of the patient's catheter. Per the nursing notes, the patient's estimated blood loss (ebl) was approximately 200 ml and the patient was clammy and began to stare off. The clinical manager reported the patient to be hypotensive. The treatment was stopped and saline administered (amount unknown). The patient recovered from the event and was sent home. The clinical manager stated that the patient was recommended to return for an additional treatment, however the patient declined. The central venous catheter used by the patient is not a fresenius device. The manufacturer of the central venous catheter?is?. Angiodynamics. The central venous catheter used was,15fr x 24cm. No other information regarding the central venous catheter was provided. Should additional information become available, this file will be updated accordingly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).